Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the moderately tortuous arteriovenous fistula of the antebrachium. Vascular access was obtained through the left antebrachium. This 4.0 x 20/40 (4f) sterling balloon catheter was advanced to the proximal part of the lesion without resistance and inflated to 6atms for 60 seconds without difficulties. The balloon catheter was then advanced into the lesion and inflated to 6atms. However, the balloon ruptured after being inflated for 60 seconds. The device was removed from the patient intact. The procedure was completed at this point. There were no reported patient complications. The patient status is listed as "good".